Manufacturer narrative:
A review of the device history record could not be performed as the lot number of the device is unknown. Visual analysis of the returned device noted that the proximal contact of the delivery wire was kinked and the delivery wire kinked 85cm from the proximal end. The distal end of the delivery wire was examined under the microscope where the main coil appeared to have broken off rather than be detached by electrolysis and the firm assembly of the delivery was noted to be stretched. The pi wire was also noted to be protruding through the pebax covering the firm assembly. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
The physician was coiling the larger of two aneurysms in the internal carotid artery (ica) cavernous segment. The coil (subject device) was advanced past the fluorosaver markers, but the coil was not visible under fluoroscopy. The physician advanced the coil until he was almost at the end of the delivery wire and noticed ¿something was wrong.¿ an attempt was made to withdraw the coil but the coil and microcatheter had to be removed from the body. While being withdrawn, the microcatheter broke into two pieces. The coil was noted to be ¿bunched¿ in the proximal segment of the microcatheter and these were removed from the patient. Half of the microcatheter remained in the aneurysm. In order to retrieve the remaining microcatheter fragment, the physician used surgical clamps to clamp the guide catheter down on the end of the microcatheter that remained inside the patient. He was successfully able to secure the catheters with the clamps and remove the microcatheter as he removed the guide catheter and sheath. No medical intervention was required to remove the coil from the patient and there was no reported clinical consequence

Event description:
The physician was coiling the larger of two aneurysms in the internal carotid artery (ica) cavernous segment. The coil (subject device) was advanced past the flourosaver markers, but the coil was not visible under fluoroscopy. The physician advanced the coil until he was almost at the end of the delivery wire and noticed ¿something was wrong¿. An attempt was made to withdraw the coil but the coil and microcatheter had to be removed from the body. While being withdrawn, the microcatheter broke into two pieces. The coil was noted to be ¿bunched¿ in the proximal segment of the microcatheter and these were removed from the patient. Half of the microcatheter remained in the aneurysm. In order to retrieve the remaining microcatheter fragment, the physician used surgical clamps to clamp the guide catheter down on the end of the microcatheter that remained inside the patient. He was successfully able to secure the catheters with the clamps and remove the microcatheter as he removed the guide catheter and sheath. No medical intervention was required to remove the coil from the patient and there was no reported clinical consequence